Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. Minor scratched lcd window, cracked case near display window corners, cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an errors during the prime/fill process. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).